Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 9/28/98).

Event description:
The iab was inserted into the patient on 04/03/97 at 11:30 a.m. And removed on 04/03/97 at 5:00 p.m. The iab did not malfunction. As a result of the event, the patient had ischemia and a hematoma. (Event complications: ischemia/hematoma - reported 06/24/97). (Pt's current status: discharged-rpt'd 06/24/97).